Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
After an atrial fibrillation procedure, a cardiac tamponade occurred which required surgery to stabilize the patient. During the procedure, the veins were isolated and a box was done. After the procedure was completed, an ultrasound was done which was clear. Approximately 4 hours later, the post-op room called the physician to notify of the patient's complaints of chest pain and low blood pressure. An ultrasound was done which confirmed a tamponade. Surgery was performed and a hole on the atrium was identified. The patient is stable now. The case was reviewed after the cardiac tamponade occurred, contact was ok and no impedance drop was noted. There were no performance issues with any abbott device.